Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3422099 and product code 810081. No additional information is available. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2010 for incontinence and the mesh was implanted. It was reported that about six weeks after, the patient experienced pain in the vagina and during intercourse with partner. It was reported that the patient consulted medical professionals who advised physiotherapy. It was also reported that the patient was referred to a urogynecologist who, through a cystoscopy, found the mesh had eroded through the urethra. It was reported that the urogynecologist observed blue fibers that were described as prickly points of velcro. The patient was referred to another specialist who proceeded to repair the damage and partially remove the particles in (B)(6) 2012. The specialist removed two inches of the center of the strip, which had been applied too tightly by the gynecologist who implanted it in (B)(6) 2010. It was reported that the patient experienced numbness in the legs, incontinence, a pause in sex life because of the pain attributed to the build-up of scar tissue, and the general quality of life that has been altered.